Event description:
The field service engineer reported that both monitors were not working and there was a loss of the live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A fuse was replaced. The system was tested and found to be working as intended and put back into service.